Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-31375. It was reported the patient was unable to set the ipg to MRI mode due to high impedance found on lead contacts 9-16. As result, surgical intervention underwent wherein the leads were explanted and replaced to address the issue.